Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date it was found out that the humeral nail was too prominent and there was at least one broken unknown screw. On (B)(6) 2019, the patient will undergo re-operation. It is not clear if it¿s a surgeon error or device failure. This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part of the screw remained in the patient¿s bone; device not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient underwent hardware removal on (B)(6) 2019. It is unknown when was the original implant date. The nail and (3) three distal interlocking screws were removed successfully. The lateral portion of the proximal screw that was broken was removed, but the medial portion stayed in the patient. The nail was removed due to non-union at the fracture site and proximal portion that was prominent. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant device reported: 4.0mm distal interlock with stardrive screw (part #unknown, lot #unknown, quantity 3.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint description it was reported that on an unknown date on an unknown procedure, it was found out that the humeral nail was too prominent and there was at least one broken unknown screw. It is not clear if its a surgeon error or device failure. Customer quality investigation: photographic/medical imaging. A photographic image taken of an x-ray indicated the distal end of a nail was too distal relative to the humerus. The image indicated one unknown screw was used to proximally lock the nail; this screw was broken. No spiral blade or additional screws appeared to have been implanted to proximally lock the nail. There was an unhealed fracture just distal to mid-shaft; it appeared the humerus had collapsed/shortened. The proximal end of the nail with two screws visibly implanted for distal locking appeared to be in an appropriated location and with no apparent device failures. Assuming the nail was appropriately implanted, it was confirmed the nail had migrated from its original position. There was no indication that any feature of the nail had failed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device's risk documents revealed the complaint is adequately addressed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. It was confirmed that the screw had broken. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device's risk documents revealed the complaint is adequately addressed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.